Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd angiocath¿ autoguard¿ shielded IV catheter the ¿the plastic cap (vent plug) that protects the exit of blood reflux was missing.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Event description and medical device brand name have been corrected. The following field(s) have been updated: it was reported before use of the bd angiocath IV catheter ¿the plastic cap (vent plug) that protects the exit of blood reflux was missing.¿ there was no report of injury or medical intervention. Medical device brand name: bd angiocath IV catheter.

Event description:
It was reported before use of the bd angiocath IV catheter ¿the plastic cap (vent plug) that protects the exit of blood reflux was missing.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: not confirmed: bd was unable to confirm the complaint. Investigation comment: as photos are not available for analysis of this claim, it was not possible to confirm this complaint. Samples/ photos: samples or photos have not received for analysis of the incident in question. DHR/ qn/ ncmr review: the claimed final product lot: 6292224 of the angiocath 22ga x 1.0in product was tested for "missing component" tests, however no records of this defect were evidenced. Qn/ ncmr review: no quality notification (qn) records for the claimed final product batch: 6292224 of insyte bl 22ga x 1.0in product were evidenced for the defect missing or absence component. Initial classification of the occurrence (based on the description of the notifier) - notification classification according to the code (s) and terminology (s) made available by anvisa: code level 1: 2300; term 1 level: others; definition level 1: an event type, which is not included in this table, that results in a product-related event for health; code level 2: 2301; term 2: other; definition level 2: an event type, which is not included in this table, that results in a product-related event for health. Quantity produced: (B)(4) ¿ lote: 6292224. Final classification of the occurrence (after the investigation), according to the code (s) and terminology (s) made available by anvisa - level 1; code: 27300; term: other; definition: an event related to a health product associated with an assessment term that is not included in this code; level 2; code: 27301; term: other; definition: event related to the health product that is not included in this table. Investigation conclusion: based on the investigation of this complaint, it was not able to assign a root cause for this issue to date.